Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure. The device was not in use on a pt, therefore, there was no pt involvement or harm. The customer declined service. Further attempts to get repair info have yielded no response.

Manufacturer narrative:
MFR service not requested. Attempts to get repair info yielded no response from customer.